Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. It was also reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer reverted to an alternate form of insulin therapy. The customer's blood glucose was 127 mg/dl.